Event description:
It was reported to boston scientific corporation on december 6, 2007 that a hemostatic clipping device was used during a "clipping for hemostasis" procedure three months prior. (Patient gender, age and weight unknown)according to the complaint, it was "impossible to release the clip from the over sheath. The sheath seems to be too long. This issue caused a delay in the hemostasis treatment and a use of several clips." The case was completed with another hemostatic clipping device.there were no patient complications reported as a result of this event.

Manufacturer narrative:
The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Disposed.